Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) leads were removed due to the devices being loose and causing pain. No further patient complications have been reported as a result of this event.